Manufacturer narrative:
Continuation of d10: product ID b3300542m serial# (B)(6) implanted: (B)(6) 2025 explanted: (B)(6) 2025 product type lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: b3300542m, serial/lot #: (B)(6), ubd: 29-oct-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient experienced skin erosion in the area of the left burr hole device. No environmental or external factors contributed to the issue. The lead and burr hole device were surgically removed and will be sent for cultures. A port plug was placed into the left extension. The issue is considered resolved at this time, and no further information is available from the healthcare professional.